Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the endeavor resolute rx drug-eluting coronary stent system. Survey results from an interventional cardiologist in practice 10 years. In the past 12 months the physician has used the endeavor resolute rx drug-eluting stent 120 times. 30 of the smallest (2.25 x 8 mm), 60 of the intermediate (2.25 x 12 mm to 4.00 x 24 mm) and 30 of the largest (4.00 x 30 mm) sizes were used. The following complications adverse events/effects were encountered in the using the product over the last 12 months: five emergency surgery or coronary bypass events, all related to a pre-existing condition or comorbidity. Two coronary artery perforation events, related to the procedure but not directly to the device itself. Two coronary artery dissection events, related to the procedure but not directly to the device itself. Twenty-five arrhythmia events, twenty of which were related to a pre-existing condition or comorbidity and five related to the procedure but not directly to the device itself. Five coronary artery spasm events, all related to the procedure but not directly to the device itself. The following malfunctions were also encountered in the using the product over the last 12 months: one packaging issue event which had no impact on the procedure. One mislabeled event which had no impact on the procedure. Three deployment difficulties events with no clinical/patient impact. Three insertion difficulties events with no clinical/patient impact. It was reported that the device did not perform as expected in terms of reaching the target lesion in 110 cases due to wrong size device (too big) chosen. It was reported that the device did not perform as expected in terms of dilation of the target lesion in 100 cases due to the stenosis being fixed. It was reported that the device did not perform as expected in terms of the ability to achieve thrombolysis in myocardial infarction (timi) flow 3 in 100 cases due to the stenosis being fixed (late).